Event description:
Patient called in stating that her pump was not working properly, the pump mechanism broke off which pushes forward the syringe contents, unknown if pt missed a does; no adverse event reported; unknown if device available for return; unknown lot/ expiration. No further information known. Reported to (B)(6) by patient/ caregiver.